Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. The 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that he right ventricular (rv) lead exhibited non-physiologic noise, oversensing and inhibition on a pacer dependent patient. A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.